Manufacturer narrative:
Date of event: unknown; the best estimate date is between (B)(6) 2021 and (B)(6) 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye due to the doctor "changed the lens." The problem was not related to user error. A non-johnson and johnson iol was implanted as a replacement (diopter 22.5). The incision was enlarged and a vitrectomy was performed. There was no patient injury. No additional information is available.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 09, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification reveal that the lens was received coated in viscoelastic residue. The lens was clean and inspected and no issues were identified. The complaint issue "explant", "unspecified injury" and "unplanned vitrectomy" were not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.